Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to claim no vibration on (B)(6) 2015. There was no report any injury or medical intervention. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and the test failed. A review of the downloaded data log did not find any errors related to the complaint. The receiver case was opened for further evaluation. An interior inspection was performed and the vibrator resistance test failed. The reported event of no vibration was confirmed. The root cause was determined to be a defective vibrate motor.